Event description:
It was reported that the patient developed a pocket infection one week post implant of this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD). The patient was prescribed antiobiotics and monitored. Subsequently, this device was part of a system revision due to infection two months later. This device was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. The product was discarded and will not be returned.